Event description:
During a transurethral resection of bladder tumor under general anesthesia, the inner sheath fell into the patient's bladder and was retrieved using a snare. The procedure was then completed with no reports of further patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.